Event description:
It was reported while using the bd phoenix¿ nid a patient urine isolate (proteus mirabilis) was misidentified as escherichia coli. The user verified the final result using maldi. The user also stated no identification results occurred. No health impact or consequence reported.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: introduction: this complaint is for misidentification of proteus mirabilis when using phoenix panel nid (catalog number 448007) batch number 5254645. Device/batch history review: the batch history record was satisfactory, and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed and no trends were identified associated with this defect. Returned material analysis: the customer returned isolates and binary files for the investigation. Investigational testing: to investigate, retention panels of the complaint batch and control panels from the same material but different batch were tested using customer returned isolates proteus mirabilis 0033 and proteus mirabilis 0347 on a phoenix m50 machine and evaluated for identification results. Conclusion/outcome: the panels tested identified their inoculated isolates correctly, this complaint is unable to be confirmed. A review of the binary files was determined not to be required based on the results of the investigation. Bd will continue to monitor for trends and take action as necessary.

Event description:
It was reported while using the bd phoenix¿ nid a patient urine isolate (proteus mirabilis) was misidentified as escherichia coli. The user verified the final result using maldi. The user also stated no identification results occurred. No health impact or consequence reported.